Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device check two instances of atrial lead noise were noted. It was believed that this was due to the age of the lead. Noise was not reproducible via isometrics. The patient had no adverse events from noise episodes which lasted merely seconds. The patient will continue to be monitored.